Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was advanced along the non-boston scientific guidewire. An attempt was made to start recording from the distal side of the lesion, but the device could not be pulled back, so the entire guidewire was removed. Tension was applied to the guidewire and the device, and it was successfully removed. The procedure was completed using the original device. There were no reported patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the opticross device returned with the guidewire tangled in the catheter, and a twist was observed in the imaging window. Based on the evidence, the as reported code of catheter stuck in lesion can be confirmed, as the tangled guidewire and twist found during the visual test could have contributed to the reported issue.

Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was advanced along the non-boston scientific guidewire. An attempt was made to start recording from the distal side of the lesion, but the device could not be pulled back, so the entire guidewire was removed. Tension was applied to the guidewire and the device, and it was successfully removed. The procedure was completed using the original device. There were no reported patient complications.